Manufacturer narrative:
Date of event: estimated date. UDI number is not known as the part and lot number was not provided. The device was not returned for analysis. A review of the lot history record and similar incident query of the reported lot could not be conducted because the part and lot number was not provided. It is possible that the reported air remaining in the system resulted in the reported balloons are slow to inflate and require numerous turns of the handle; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties/leak cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Two medwatch reports were filed to capture the indeflators referenced in the general comment.

Event description:
It was reported via a general comment that while trying to inflate balloons with indeflator 20/30s, if any air remains in the system the balloons are slow to inflate and require numerous turns of the handle. The indeflators were reportedly prepped as per the instructions for use; however, air remained in the system. There were no adverse patient effects reported related to the general comment. No additional information was provided.